Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer does not recall any significant events leading up to the alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump has minor scratches on the lcd window, cracked case at the display window corners, battery tube thread and with broken belt clip slot.